Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, undersensing leading to false pause episodes was observed. The patient was asymptomatic and will be seen in clinic for further testing.